Manufacturer narrative:
The customer reported that the tip of the instrument broke off on the hex of the screw head of the adjustable bridge. The device master record of part number 62979 was evaluated and the changes made have no impact on the safety and effectiveness of the product. Some of the changes made include: update drawing format, add critical symbols, and add ce mark. The material disposition of the changes made on the existing part was to use as is. Therefore, the changes made on the design of the part in question did not affect the issue at hand. The part has not been returned to confirm the reported incident. The device history record for part number 62979 and lot number 5117701 was reviewed and no quality issues were identified.

Event description:
The tip of the adjustable bridge driver broke off at the hex of the screw head during surgery. The broken tip remains in pt and there was no scheduled revision surgery.